Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during cartridge loading, when the air removal process was performed, the customer was able to remove more air than expected. Additionally, it was reported that no insulin drips were observed to be coming from the tubing during the load fill tubing process. Reportedly, the customer was able to successfully load a new cartridge. Customer's blood glucose level was 178-179 mg/dl.